Manufacturer narrative:
The account after replacing the head up and down valves replaced the CPR/trend valve to repair the bed.

Event description:
Information received indicates the head hi/low function is slowly drifting down overnight.